Event description:
The user facility reported a 37-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported a loss of placement signal during impella support. A visual inspection was subsequently performed, and it was identified that there was a kink in the catheter near the red impella plug proximal to the pump. The pump was removed and replaced to resolve the failure. There was no patient harm.

Manufacturer narrative:
Data logs show the placement signal suddenly spikes, accompanied by the "placement signal not reliable" alarm. Optical parameters were characteristic of optical fiber damage. Visual inspection of the returned pump revealed a significant catheter kink next to the kink protector. Optical continuity test revealed fiber damage at the catheter kink. The placement signal not reliable alarm reproduced when the pump was connected to the aic. In conclusion, it was determined that the cause of the optical signal issue was a damaged optical fiber line stemming from patient ambulation. This report is being filed as part of a retrospective review of historical records.